Manufacturer narrative:
Device used in a veterinary case. No patient information will be provided. The results of the additional evaluation are as follows: the present saw blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicate no problems with the lot in question. The present saw blade compiles with the newest revision (produced in november 2011). Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The results of the product development evaluation showed that the device design contributed to the breakage. Further investigation is ongoing.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: saw blade broke off during surgery. Had been bought in (B)(6) 2011. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.